Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant.

Event description:
On 25 jan 2023 it was reported to anika that a patient of unknown age and demographic who was receiving orthovisc injections since (B)(6) 2022 expired on an unspecified date. The cause of death has not been reported. Upon follow up, healthcare professional did report that the patient's death was not related to the orthovisc injections. The lot number of the device was not reported. There have been no reports of any malfunctions related to this event. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation by the manufacturing plant. Supplemental information: the reported event could not be confirmed. It was reported to anika by the distributor that the a patient of an unknown age and demographic was receiving orthovisc injection since (B)(6) 2022 once every week for three weeks had expired on an unspecified date. The cause of death was not reported. Upon follow up the healthcare professional did report that the patient's death was not related to the orthovisc injections. There was no report of any unusual appearance with the packaging or device at the time of use. There was no malfunction reported at the time of use of the device. There is insufficient information to determine a causal relationship between the use of the device and the patient's death. Additional information was not provided when solicited. The lot number was not provided. A batch record review could not be performed. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
On 25jan2023 it was reported to anika that a patient on unknown age and demographic who was receiving orthovisc injections since (B)(6) 2022 expired on an unspecified date. The cause of death has not been reported. Upon follow up, healthcare professional did report that the patient's death was not related to the orthovisc injections. The lot number of the device was not reported. There have been no reports of any malfunctions related to this event. Additional information was solicited.